Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that it feels like their front teeth make contact before their back teeth, so they take most of the wear when they chew food. The patient states that they don't have any space between their front teeth and back teeth when they bite (even bite). They are experiencing discomfort when they bite due to front teeth coming into contact with each other, especially the front left (first and second tooth from the middle)." This file was updated to posterior open bite as it was confirmed due to bite not being articulated correctly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.